Event description:
During a revision hip stem surgery, it was reported that the surgeon had to change the implant because the diameter indicated on the initial revision mod. Stem ø14mm (code: 3810.15.010, lot: 2308645 - ster: (B)(4)) was too small (not the correct diameter) and did not fit in the femur. To complete the surgery the surgeon had to implant another hip stem - revision mod. Stem ø16mm (code: 381215010, lot: 2323150 - ster. (B)(4)) - with a diameter of 16 mm and a length of 140 mm instead of a hip stem with a diameter of 14 mm and a length of 140 mm, as originally planned. It was reported that there was a 10-minute delay on the surgery. Event occurred in france.

Manufacturer narrative:
According to our dhrs no pre-existing anomalies were detected on the involved lot: 2308645. This is the first and only complaint received on the reported lot number 2308645. A final report will be submitted after the completion of the investigation.

Event description:
During a revision hip stem surgery, it was reported that the surgeon had to change the implant because the diameter indicated on the initial revision mod. Stem ø14mm (code: 3810.15.010, lot: 2308645 - ster: 2300148) was too small (not the correct diameter) and did not fit in the femur. To complete the surgery the surgeon had to implant another hip stem - revision mod. Stem ø16mm (code: 381215010, lot: 2323150 - ster. 2300246) - with a diameter of 16 mm and a length of 140 mm instead of a hip stem with a diameter of 14 mm and a length of 140 mm, as originally planned. It was reported that there was a 10-minute delay on the surgery. Event occurred in france.

Manufacturer narrative:
According to our dhrs no pre-existing anomalies were detected on the involved lot: 2323150 - ster. 2300246. Based on our data at least 11 pieces out of 20 pieces manufactured with lot number lot: 2323150 - ster. 2300246, have been implanted and this is the first and only complaint received regarding this lot number. The device was returned to limacorporate for investigation. Dimensional analysis performed on the returned component confirmed that all measurements were within the specifications outlined in the reference drawing. Therefore, the reported issue could not be confirmed, as the product was found to be compliant with design requirements. It is hypothesized that the issue may have resulted from intra-operative over-reaming by the operator; however, this assumption cannot be conclusively verified. Pms data: according to pms the occurrence rate of similar complaints - intra-operative issue due to dimensional anomalies of stem - is nearly 0.004%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR report.